Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(6).

Event description:
It was reported that redness and itching developed at the puncture site. The patient was hospitalized to treat cervical cancer with chemotherapy. On (B)(6) 2019, PICC placement was performed under ultrasound from the left basilic vein. The puncture went smoothly without blood or exudate around the puncture site. During dressing change on (B)(6) 2019, the patient complained of itching around the puncture site, and redness was observed at the site, with absence of exudate and tenderness. Chlortetracycline eye ointment was applied to the puncture site and a dressing paste was secured there. On (B)(6) 2019, dressing was changed. No complaint of itching, and no redness, exudate, tenderness were observed. Another dressing paste was secured at the puncture site.